Event description:
It was reported that "revision due to fractured rod - set screws were removed along entire construct. Rod was then lifted for removal and as rod pulled up, tulip screw head came with it. Shank remained in pt."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.